Event description:
Customer reports the following: "reported to biomed pump is broken. Biomed cleaned pins, ran an infusion and pump keeps alarming remove from service. Biomed found many failures in log. No patient harm." Preliminary evaluation of the logs indicate that this is a common leak at the startupcheck (ipc to common leak) issue. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.